Event description:
The customer reported that the device activated even though the activation button was not pressed. There was no pt injury.

Manufacturer narrative:
(B) (4)

Event description:
Per the clinic, the patient experienced a lack of hearing responses post-op. The device was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).